Manufacturer narrative:
D4: updated. D9 - date returned to MFR: 06-may-2026. H3 and h6 codes: updated. The suspect pump was returned for evaluation. Visual inspection revealed no anomalies. Functional testing was performed, the pump showed error 41622 was not able to be duplicated. No error messages were found in the device history; therefore, the cause of the reported issue could not be determined.

Event description:
It was reported that the device showed error 41622. The issue was noticed during device startup and preparation-priming; therefore, no patient was affected and no harm occurred as a result of this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.